Event description:
It was reported that the patient had a bad reaction to morphine. He initially had morphine in his pump and it caused swelling and he was bloated. It was stated that ¿blood vessels were popping in his body¿. The morphine was removed and they pump methadone in the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n131829005, implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
Additional information received indicated that patient had not been seen since (B)(6)-2010. The morphine had been fully removed by (B)(6)-2008. Fentanyl and bupivacaine were the last noted medications that were infusing. If additional information is received, a follow-up report will be sent.